Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. The patient stated they took a nap at 5:30pm and stated the dexcom was displaying a value of 174 mg/dl. The patient stated their son came home at 10:30pm and found the patient unresponsive on the floor. The patient¿s son called the paramedics and when they arrived, they indicated that the patient¿s blood sugar was 31 mg/dl. The patient was given a glucose shot and was "no" taken to the hospital. Additionally, the patient stated they did not receive an audio alert on the receiver for their low. At the time of contact, the patient had a headache. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.